Manufacturer narrative:
The device involved in the event will not be returned for evaluation.(B)(4)

Event description:
It was reported while placing the coil into the aneurysm, the patient experienced hemorrhage with frontal hematoma. The patient was placed on ventricular drainage and the hemorrhage stopped. No other complications were reported with the patient as a result of the event.